Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a melted/burned case (lower part of the battery case) and endcap. The pump was also received with a blank display. Unable to verify s.w version and perform the self test, active current measurement and sleep current measurement due to a blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found a shorted/burned electronic components on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Blank display was confirmed due to a shorted/burned electronic components on the pcba 1 and pcba 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a keypad overlay peeling and a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to a shorted/burned electronic components on the pcba 1 and pcba 2. During visual inspection, a shorted/burned electronic components was also found on the force sensor, motor and vibrator¿assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was returned for analysis.